Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating, the device was inspected prior to use, the reported issue occurred during a therapeutic procedure on september 11, 2022, and the intended procedure was completed with a similar device. A review of the DHR found no deviations that could have caused or contributed to the reported issue. During device investigation, it was noted, the reported issue regarding the error e226 (endoscopic communication failure) was caused by a failure of receiving video connectors and the issue regarding blurred image was not reproduced. The root cause was not identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue regarding ¿unclear image¿ was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the visera elite ii video system center had unclear image. Upon inspection of the customer¿s returned device it was observed, the subject device exhibited endoscope communication failure e226 when connected to scope due to a connector failure. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.